Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014 a (B)(6) female pt contacted zoll customer support to report that she was not wearing the life vest at night due to a rash that developed under the life vest. The pt reported that the skin irritation was a yeast infection and that her doctor gave her a powder to apply to the affected area. The pt continued to wear the life vest. The clinical outcome of the infection is unk.